Event description:
The customer reported that intermittently, an image looks "layered" and that the exposure has to be repeated. The repeated exposure would have resulted in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by cannon healthcare solutions USA. (B)(4): the service engineer determined that the sensor had an older version of the software and firmware. The problem was resolved by installing the latest firmware and upgrading the software to version 1.4 or higher. A service update was issued to replace the firmware in the sensor panels. The dealers have been notified. The service rep will update the firmware of the customers during routine service calls and as problems are reported. (B)(4).